Manufacturer narrative:
D4 - UDI number for this product code is not required. The actual device was returned to the manufacturing facility for evaluation. Visual inspection of the actual device found no visible anomalies in the appearance. Saline solution was let to flow through the actual device by gravity drop. Subsequent visual inspection of the actual device found some clots had been formed on the bottom side and back side inside the device. It was unable to be determined when this thrombus had formed. The actual device was rinsed and dried. Bovine blood hb12g/dl, temp.@37°c was circulated in the device at each flow rate, while the pressure drop was determined. The obtained values were confirmed to meet manufacturing specifications. The perfusion record was reviewed and shows an increased pressure at 16:16 when the actual device was in the de-clamped state. Based on this information, the reproductive tests for the pressure drop were comparatively conducted on the actual device and a current product sample with the circulation conditions set to the ones indicated at 16:16 in the perfusion record as follows: blood flow rate @4.12l/min, hb:10.1g/dl and temp.@36.8°c. The obtained values were found to be equivalent to each other. Actual device: 76mmhg and the current product sample:73mmhg. A review of the device history record of the involved product code/lot number combination revealed no relevant findings. A search of the complaint file found no previous report of this nature with the involved product code/lot number combination. There is no evidence this event was related to a device defect or malfunction. The investigation results verified the actual device was normal product without any deficiency which could have been a trigger of the reported increase in the pressure drop. The exact cause of the reported event cannot be definitively determined based on the available information. The device labeling does address the potential for such an event in the instructions-for-use (IFU) with statements such as the following: do not reduce heparin during circulation. Otherwise, blood clotting might occur. Adequate heparinization of the blood is required to prevent it from clotting in the system. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported an increase in the pressure drop in the capiox device during a procedure. Follow up communication with the user facility confirmed the following information: (1) during the case, at the time of de-clamping the flow rate was 4.12l/min; (2) the pressure drop before membrane and after membrane was 130mmhg; (3) according to the involved doctor the blood type was prone to be coagulated; (4) act was being well controlled; (5) the case was continued without changing out the actual device; (6) the procedure was completed successfully; and (7) the patient was not harmed.